Manufacturer narrative:
Note that section d information references the main component of the system and other applicable components are: product ID 3778-75 lot# serial# (B)(4) implanted: (B)(6) 2009 explanted: product type lead product ID 3778-75 lot# serial# (B)(4) implanted: (B)(6) 2009 explanted: product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins) for other chronic/intractable pain (trunk/limbs). A lead issue was reported. The patient had stimulation on the right side of her pelvic area but not her left side; it had just stopped. It was noted that the patient¿s stimulator was implanted to help with pelvic pain. The patient went to have the device checked and had a CT scan. The patient ended up going right into surgery as the healthcare professional (hcp) found one lead floating by her heart and one lead floating in the back of her head. The hcp had to pull the leads down. The revision occurred in 2009 and the issue began a week after implant surgery. It was noted that a manufacturer representative had checked the device when the patient went into the hcp¿s office.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.